Event description:
The initial information about the case was limited. Subsequent follow-up and case discussion with penumbra's cto and the physician revealed that the aneurysm was at the top of a vessel bifurcation and had a lot of tortuosity and difficult access. The physician was treating a 10 mm aneurysm and the pxslim microcatheter kicked back after his 4th pc400 coil placement. The physician needed a guidewire to reinsert the pxslim into the aneurysm. He then attempted to insert a complex extra soft and it was noted that it could not be advanced through the tip of the catheter. The pxslim was removed and a kink was noted in the distal aspect of the catheter. Case was completed without further issue.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital cannot locate device.